Event description:
It was reported that during a tracheobronchial stenting treatment procedure, the stent could not deploy. A stent had been advanced to an unspecified stricture. While attempting to deploy the device, the suture knots would not release. As a result, the stent could not be deployed. The device was removed "relatively easy" by removing the guide catheter. The procedure was able to be completed with another of the same device. The procedure was extended from one hour. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: as the unit has not been returned a technical analysis could not be performed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch of devices. The most probable cause of the reported complaint is design related.